Manufacturer narrative:
This report is submitted on nov 26, 2021.

Event description:
Per the clinic, the patient experienced scabbing around the abutment which was resolved with a skin revision on (B)(6) 2020. The implant remains in-situ.